Event description:
It was reported to adac that the customer reported that the system reported incorrect ssd values due to negative CT numbers in the pt dataset. No injuries were reported as a result of this issue.